Manufacturer narrative:
Patient weight have been requested but were not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced low flows for few days. Their mean arterial pressure (map) was in the 40s and was in ventricular tachycardia with normal labs. There was no change in their medication. The log files contained clusters of low flow hazard events between (B)(6) 2022 and (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the report of low flow alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of ventricular tachycardia and low mean arterial pressure could not be conclusively established through this evaluation. The submitted log file was reviewed and found that the pump maintained the set speed without issue. Multiple low flow alarms were captured each day from 13jun2022 through 17jun2022. No other notable events or alarms were recorded in the log file, and the system appeared to be operating as intended. Multiple requests for additional information regarding this event were submitted to the account; however, no response was received. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 30may2017. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 "introduction" of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii lvas. Section 1 also provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 4 also explains how to determine the optimal fixed speed and low speed limit for the patient. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Heartmate ii lvas patient handbook, is also currently available. Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.